Manufacturer narrative:
Product evaluation: no product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding of hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported that an angio-seal was deployed post percutaneous angioplasty (pta) of the iliac arteries. The stent (smart 7mm) was deployed near the sheath, then the angio-seal was deployed. The collagen was tamped and the black compaction marker on the suture appeared. Ten seconds later, the compaction marker was fully exposed. Bleeding occurred when the tamper tube was removed. The suture was cut and hemostasis was achieved with a neptune hemostasis pad. The next day, it was discovered there was a 99% occlusion at the puncture site. Another pta procedure was performed in the artery that the angio-seal had been placed in.